Event description:
Complaint alleged that during a routine shift check by a clinician, the device displayed a "failed 01" message during readiness test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a damaged etch on a transformer on the pace/defib engine. The pace/defib engine was replaced to remedy the problem. Analysis for reports of this type has not identified an increase in trend.